Event description:
It was reported that the patient presented in the operating room due to intermittent capture on all three leads. During lead replacement procedure it was noted the header of pulse generator was separated from the can, but still connected by the conductive wiring. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the header was broken and separated from the device.